Manufacturer narrative:
Co is unable to complete its investigation of MDR incident listed above dure to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.

Event description:
At 8/p on 10/19, the pt tested his blood glucose on his one touch profile meter with a result of 98 mg/dl. He did not eat or take insulin. Because he "felt high" and had "visual problems", he went to the hosp where at 8:30/p, a lab blood glucose result of 908 mg/dl was obtained in the ER. The pt was treated with "IV and medication" and released 6 hrs later. The meter is reported cleaned and maintained according to MFR's recommendations and was in calibration on 10/22, reading 91 and 87 within a labeled range og 70-94.